Manufacturer narrative:
As of 12/11/2017 unused returned sample was submitted to the lab for testing in addition to evaluate biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Complaint # 1038758-2017-00047. Plastic tan watershield xl bandage. Complaint # 1038758-2017-00048 .tan waterproof strong strip xl

Event description:
Consumer stated that product ripped his skin off caused bleeding on the affected area.